Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed skin irritation under the front therapy electrode. The patient's nurse was treating the irritation with (B)(6) and hydrocortisone cream.